Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported "frequent purge failure alarms". To continue therapy the iab pump console was exchanged. No patient injury or consequence reported. The patient's current condition is reported as "critical"

Manufacturer narrative:
(B)(4). The reported complaint of "frequent purge failure alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "frequent purge failure alarms". To continue thrapy the iab pump console was exchanged. No patient injury or consequence reported. The patient's current condition is reported as "critical"